Event description:
The pt underwent renal stent placement. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. One needle did not present. Needle back down was not successful. Fluoroscopy showed that the needle had bent over on itself. The cardiologist presumed the needle was deflected after hitting a calcified plaque. The pt was taken for surgical device removal. Surgery was successful and the pt did fine.